Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off three times by itself during a patient event. The customer advised that they were able to manually power the device back on each time and were able to use the device until they arrived at the hospital. The device was being used to monitor the patient only. The customer advised that there were no adverse effects to the patient as a result of the reported issue. However, the customer was unable to provide further patient information.

Event description:
The customer contacted physio-control to report that their device powered off three times by itself during a patient event. The customer advised that they were able to manually power the device back on each time and were able to use the device until they arrived at the hospital. The device was being used to monitor the patient only. The customer advised that there were no adverse effects to the patient as a result of the reported issue. However, the customer was unable to provide further patient information.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately loss power. Physio replaced the battery power cable assembly as a preventive measure. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.